Event description:
As reported, the insertion of the 6f 135cm brite tip radianz guiding sheath at the superficial femoral artery (sfa) via radial approach was difficult and the tip became frayed. A 6f 110cm brite tip radianz guiding sheath was used instead. Insertion was successful and the procedure continued. There were no reports of patient injury. No additional information was able to be obtained. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the insertion of the 6f 135cm brite tip radianz guiding sheath at the superficial femoral artery (sfa) via radial approach was difficult and the tip became frayed. A 6f 110cm brite tip radianz guiding sheath was used instead. Insertion was successful and the procedure continued. There were no reports of patient injury. No additional information was able to be obtained. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18336971 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿catheter sheath introducer (csi) insertion difficulty and brite tip/distal tip frayed/split/torn¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. It is possible that attempting to advance the device against resistance may have contributed to the frayed condition that then occurred. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿avoid the use of the brite tip radianz¿ guiding sheath in vasculature with extreme tortuosity, calcified plaque or thrombus. If resistance is felt upon insertion or withdrawal, investigate the cause before continuing¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. . No preventative or corrective actions will be taken at this time.